Event description:
Customer reported the aviva system gave a blood glucose results of 200 mg/dl and 62 mg/dl within 10 minutes on the aviva system. He reported symptoms of hypoglycemia for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.